Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient sustained injuries on (B)(6) 2017 due to the hernia mesh device. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 13 years 5 months post implant of composix kugel mesh, patient was diagnosed with infection, fistula, erosion, abscess, adhesions, inflammation & scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, fistula, adhesions & inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Updated fields: a2, b2, b4, b5, b6, b7, d4 (product catalog no., corporate lot no, expiry date), d.6b (date of explant), e3, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient sustained injuries on (B)(6) 2017 due to the hernia mesh device. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with incarcerated ventral incisional hernia thereby underwent open repair with implant of composix kugel mesh. Per operative notes, ¿the subcutaneous tissue was dissected and identified the hernia sac. The hernia sac was excised. The bowel and omentum were dissected and identified the incarcerated hernia involving small bowel. A composix kugel mesh was placed, tacked and sutured.¿ (B)(6) 2017 - patient was diagnosed with abscess thereby underwent repair with aspiration of purulent. Per operative notes, ¿the abscess was identified at anterior abdominal wall and aspirate the purulent.¿ (B)(6) 2017 - patient was diagnosed with erosion of infected mesh and fistula thereby underwent laparoscopic repair with explant of infected mesh and small bowel resection. Per operative note, ¿there was a large number of adhesions to the anterior abdominal wall. A piece of mesh was removed. The infected mesh was identified at right upper quadrant with abscess was completely excised. The mesh was eroded directly into small bowel. The small bowel with mesh was resected and the scar tissue was sutured." Attorney alleges that the patient had abscess, adhesions, bowel removal and infection. It was also alleged that the patient had dense adhesions, mesh erosion, mesh removal and wound vac.